Event description:
Information received regarding the explanted device notes that the patient had a syncopal episode with a heart rate in the 40's. The device exhibited loss of capture, high current drain and could not be interrogated. Emergency vvi and return to standard appeared to be accepted but no pro- grammed parameters or telemetered data could be accessed. Attempts to download the microprocessor were unsuccessful. Subsequently, the device was replaced.